Manufacturer narrative:
Product complaint # ==> (B)(4). Complaint conclusion: as reported by the field, this was a mechanical thrombectomy of the middle cerebral artery, segment m1 for an occlusion of an ischemic stroke. A salva60 aspiration catheter, trevo stent retriever and headway microcatheter were used for performing a thrombectomy by combined technique. During preparation of an emboguard 87, 95 cm balloon guide catheter (bg8795u, 0000192109) outside of the patient¿s body, no problems with inflation or deflation were found and no abnormalities in appearance. Femoral artery puncture was done. Inserted 8fr sheath and then the emboguard (bgc). During insertion of the emboguard into 8fr sheath with using a peel-away sheath, a slight resistance was felt. Finally, the emboguard was able to insert without any damages (felt resistance on insertion but was not so much to cause damage), so the procedure was continued. The patient was advanced age of 91 years old and had severe tortuosity in all vessels from the femoral artery to the neck and head. The emboguard could not be advanced in the way from aorta to brachiocephalic artery and right common carotid artery. Attempted to advance the wire by using the inflated balloon as an anchor, but could not inflate at all and felt strange, so the devices were withdrawn. When the emboguard was removed from the patient's body, the balloon was found to be displaced distally beyond the tip and obviously damaged. Also, the shaft of the catheter slightly kinked a few centimeters from the tip. After that, replaced the sheath from a 25cm to 80cm to reinforce backup, and also replaced the bgc with flowgate 100cm, but could not advance at the similar area. Switched from femoral approach to brachial approach. The procedure was successfully completed by sheathless method using 9fr optimo. Total 2 passes were done. There was no negative impact to the patient. A continuous flush was done. Other concomitant devices are headway microcatheter, radifocus guidewire, radifocus sheath introducer. Additional information was received indicating that the device was prepped per the instructions for use (IFU). The balloon did not separate, the product was removed intact (in one piece) from the patient. No additional information is available. The initial examination of the returned emboguard device identified balloon material detached from the proximal bond, shaft kinking at 350mm and 65mm from the tip, and shaft flattening between approximately 7mm and 65mm from the distal tip of the emboguard device. The returned emboguard device could not be inflated as the balloon was not intact, however, the inflation lumen was confirmed to be functional. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the shaft kink as the ball gauge could not be advanced past this point without resistance. In attempt to determine how the balloon proximal bond could be separated from the catheter, a sample device was withdrawn through an introducer sheath while the balloon remained partly inflated. The balloon remained intact and attached to the catheter shaft post withdrawal, suggesting that resistance and interaction with the introducer sheath was not the cause of the complaint event. Attempts to recreate the kink and flattening indicates that the root cause of the kinking and flattening present on the returned emboguard device may be potentially attributed to patient and procedure specific factors (severe tortuosity in all vessels from the femoral artery to the neck and head). Although the event is confirmed, root cause of the balloon displacement could not be determined. The complaint report detailed that the balloon did not inflate and that the balloon was found to be displaced distally beyond the tip. Additionally, the complaint details reported a kink on the shaft, a few centimetres from the distal tip. The returned emboguard device shows balloon detachment from the proximal bond, peel back from distal bond and displacement of the balloon beyond the catheter tip. The returned device also shows shaft damages including kinks (at 350mm and 65cm from the tip) and flattening (between 7 and 65mm from the tip). The complaint event is therefore confirmed. As per device IFU the balloon is to be prepared by multiple inflation and deflation steps before insertion into the patient¿s body. Any balloon damage or inability to inflate would be evident at this stage. There is no indication from the complaint description that defect/damage were observed at this point. Resistance was felt by the physician during insertion of the bgc through the introducer sheath. IFU warns not to advance against resistance, however, an attempt to recreate the event did not confirm interference or interaction with the introducer sheath that could cause damage to the balloon. The root cause of the event could not be determined. An attempt to recreate the damage observed to the catheter shaft indicates that the potential root cause of the kinking and flattening present on the returned emboguard device may be attributed to patient and procedure specific factors (severe tortuosity in all patient¿s vessels from the femoral artery to the neck and head). There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # :(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, this was a mechanical thrombectomy of the middle cerebral artery, segment m1 for an occlusion of an ischemic stroke. A salva60 aspiration catheter, trevo stent retriever and headway microcatheter were used for performing a thrombectomy by combined technique. During preparation of an emboguard 87, 95 cm balloon guide catheter (bg8795u, 0000192109) outside of the patient¿s body, no problems with inflation or deflation were found and no abnormalities in appearance. Femoral artery puncture was done. Inserted 8fr sheath and then the emboguard (bgc). During insertion of the emboguard into 8fr sheath with using a peel-away sheath, a slight resistance was felt. Finally, the emboguard was able to insert without any damages (felt resistance on insertion but was not so much to cause damage), so the procedure was continued. The patient was advanced age of 91 years old and had severe tortuosity in all vessels from the femoral artery to the neck and head. The emboguard could not be advanced in the way from aorta to brachiocephalic artery and right common carotid artery. Attempted to advance the wire by using the inflated balloon as an anchor, but could not inflate at all and felt strange, so the devices were withdrawn. When the emboguard was removed from the patient's body, the balloon was found to be displaced distally beyond the tip and obviously damaged. Also, the shaft of the catheter slightly kinked a few centimeters from the tip. After that, replaced the sheath from a 25cm to 80cm to reinforce backup, and also replaced the bgc with flowgate 100cm, but could not advance at the similar area. Switched from femoral approach to brachial approach. The procedure was successfully completed by sheathless method using 9fr optimo. Total 2 passes were done. There was no negative impact to the patient. A continuous flush was done. Other concomitant devices are headway microcatheter, radifocus guidewire, radifocus sheath introducer. . Additional information was received indicating that the device was prepped per the instructions for use (IFU). The balloon did not separate, the product was removed intact (in one piece) from the patient.